Event description:
It was reported that during a prodisc lumbar l5-s1 implant procedure, as the surgeon was inserting the inferior end plate the inserter tips broke off in the inferior end plate. Surgeon removed the superior and inferior plates and continued the procedure with a new prodisc implant and another inserter. Additionally, it was noted that a white piece broke off the mallet during use in the procedure. The procedure was completed. This is report 2 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues product development event evaluation revealed the returned device was received with sheared threads. The white plastic impact head of the mallet is expected to wear after repeated use, as it is intended to impact with other instruments made of stronger metallic materials. This particular mallet is over 5 years old, and appeared to be well used. Given the sheared threads of the plastic head, it is possible that the instrument was misused with the plastic head being disassembled at some point and not fully or correctly threaded back into the mallet head prior to use. The broken white plastic head of the mallet is most likely a result of repeated use or misuse. Based on the condition of the returned device and evaluation, the complaint is deemed indeterminate.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 2 of 2 for this (B)(4).